Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic on (B)(6)2020. The patient's pacemaker was found to be in backup vvi mode since (B)(6) 2019. The device was reset to normal settings. Patient condition was stable after the event.